Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of syncope, peritonitis and pancreatitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced syncope, peritonitis and pancreatitis and was hospitalized the same day. Treatment was not reported. It was not reported whether dianeal pd2 ambuflex therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the events at the time of reporting. Per the nurse, the events of syncope, peritonitis and pancreatitis were not related to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) gd877282 with no defects noted. The cause of the peritonitis was undetermined.